Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they noticed their third, or left ventricular (lv) lead, while lying on their back. They described an odd, pulsing sensation. The following physician confirmed that the patient was experiencing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.